Event description:
During a coronary drug eluting stenting treatment procedure, the balloon was sticking and removal difficulties were encountered. The physician had predilated the 95% lesion in the circumflex with a maverick 2.5 x 9 mm balloon. He successfully deployed a taxus express2 3.5 x 16 mm drug eluting stent at 9 atms for 15 seconds. He dialed the inflation device down to negative, but when he tried to remove the balloon, it was stuck in the stent. The physician then pulled harder and the guide became deep seated. He continued to pull on the delivery device and ultimately used the guide to "peel" the balloon out of the stent. There appeared to be "a little" waist in this stent post deployment. The physician then advanced a second taxus express2 3.5 x 16 mm drug eluting stent and deployed it proximal to the first stent at 9 atms for 15 seconds. He again dialed down the inflation device to negative, and this balloon became stuck in the stent. He then brought the guide into the stent and again "peeled" the balloon out. Both taxus stents were postdilated with a quantum maverick 3.5 x 12 mm balloon. No pt injuries or complications were reported. Same case as MFR's report #: 6000089-2004-00646.